Event description:
It was reported to boston scientific that a captivator? Cold was used to remove a polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician could not cut through the polyp without multiple closures. The snare would not cut through when closing and 'chewed' the tissue. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4: h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Detailed product information was not provided to bsc. No further information has been obtained despite good faith efforts. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.